Event description:
Patient received radiation therapy following her breast surgery (on in 2005). She has gotten total of total of 32 therapies: she stated that she felt heat during radiation and later developed burn, blister, pain, couldn't sleep and wearing bra was not possible. She went to her dr and was put on ointment. She stated, next day they did not continue the therapy because they wouldn't able to control the dosage. She was told by her physician that the test should be done within hours to make sure of the device functionality, but they failed to do so and it caused overdose. Experienced she said on feb. She fatigue, breathing difficulties an chest pain. She is still experiencing pain plus nausea, vomiting and discomfort.